Manufacturer narrative:
(B)(4) the full UDI number is not available as complainant did not report a lot number.

Event description:
It was reported that the end of the dilator of a 4-lumen cvc failed, breaking into two pieces with minimal pressure applied while being advanced. There was no clear evidence of embolism or any other safety incident. The device broke while advancing over the swg. The patient had no harm or injury. A new kit with a new dilator was used to complete the procedure.

Manufacturer narrative:
(B)(4). The customer returned one dilator and lidstock for analysis. No obvious signs of use were observed on the dilator. Visual analysis revealed that the dilator tip was severely split and folded. Microscopic examination confirmed the damage. No other defects or anomalies were observed. The dilator length measured 4 1/16", which is within the specification limits of 3 3/4"-4 1/4" per the dilator product drawing. The guide wire inner diameter at the distal tip could not be accurately measured due to the severity of the damage. The dilator inner diameter at the proximal end measured 0.042", which is within the specification limits of 0.040"-0.044" per the dilator extrusion product drawing. A lab inventory guide wire could not be inserted through the dilator tip due to the severity of the damage. The guide wire was then passed through the proximal end. Resistance was encountered at the location of the damaged tip; however, the guide wire was able to pass when undue force was applied. No abnormal resistance was encountered in any other section of the dilator body. Performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin". R & d and manufacturing have been consulted regarding investigations of this nature. They stated that various factors could contribute to the observed damage to the dilator tip, including the manufacturing process and/or undue force applied unintentionally by the user during an attempted insertion. A device history record review was performed and a potential finding was identified. As no sample was returned for investigation, it could not be determined if the finding was relevant to the reported event. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The report of a damaged dilator tip was confirmed through analysis of the returned sample. Visual analysis revealed that the dilator tip was split and widened. Despite the damage, all relevant dimensional requirements were met; however, resistance was encountered at the tip when passing a lab inventory guide wire through the dilator. A device history record review performed on sales history did not reveal any relevant findings to suggest a manufacturing issue. Based on the customer report that the defect occurred during use and the appearance of the damage, the root cause appears consistent with damage due to undue force when inserting the dilator over the guide wire; however, the root cause cannot be determined as it is unknown if the damage to the dilator tip occurred before or after the customer handled. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the end of the dilator of a 4-lumen cvc failed, breaking into two pieces with minimal pressure applied while being advanced. There was no clear evidence of embolism or any other safety incident. The device broke while advancing over the swg. The patient had no harm or injury. A new kit with a new dilator was used to complete the procedure.